Event description:
On (B)(6) 2010, pt reported she stopped using bolus calculator and blood glucose went "crazy." Follow-up was completed on (B)(6) 2010. Pt reported blood glucose was 28 mg/dl on (B)(6) 2010. Husband woke up and gave pt peanut butter, jelly, and tea. Pt reported she would not have been able to treat herself. Blood glucose elevated to approximately 80 mg/dl within an hour and eventually reached 298 mg/dl. Normal blood glucose is 100-120 mg/dl. Pt was unsure what caused this event. Blood glucose was 98 mg/dl before bed on (B)(6) 2010. Pt had a doctor's appointment the following week and basal rates were adjusted. Time was set correctly. Pt did not prime infusion set while it is connected to body. Customer had not been in hot tub, sauna, or shower. She had not consumed alcohol. There were no changes to medication, diet, health, or lifestyle. Infusion device was not dropped, cracked or exposed to water or other liquids. Pt continued to use infusion device with no further issues. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.